Event description:
It was reported that the customer was experiencing issues with her sensor. The customer stated that the sensor glucose was reading low compared to the customer's actual blood glucose. At one point, the customer stated that the sugar glucose was 40 mg/dl and the customer's blood glucose was 360 mg/dl. The customer stated that she woke up with her heart pounding and saw that the insulin pump was in threshold suspend. The customer's blood glucose was 460 mg/dl. Troubleshooting for the sugar glucose and blood glucose difference was done. Advised that a replacement sensor would be shipped and to change the sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.